Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a low out of range shock impedance measurement of zero ohms. Additionally, rv pacing impedance measurements decreased by 200 ohms at the same time. Subsequent measurements were within normal limits. Technical services (ts) recommended finding out what the patient was doing at the time. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).